Event description:
A nurse reported that a pt experienced a posterior capsule (pc) tear during a cataract with intraocular lens (iol) implant procedure. The surgeon suspects that there was a burr on the tip as the tip was "grabbing or getting hooked on something" which resulted in the posterior capsule tear. Add'l info was received via a returned questionaire. The pc tear occurred during polishing of the capsule. Due to the pc tear ,the surgeon used a three piece iol placed in the sulcus. The pt's outcome is noted to have resolved with treatment. This is the first of two reports for this facility.

Manufacturer narrative:
One opened polymer I/a tip sample was returned to eval for "possible burr, pc tear". The opened tip was eventually examined suing 3dx magnification and found to be conforming. Six component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to acceptance criteria. The root cause for "possible burr, pc tear" cannot be determined from the eval because the returned polymer I/a tip and the device history record review was found to be conforming to specs. All tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).